Event description:
In 2008, the pt's wife reported that the pt's blood glucose was elevated to 700 mg/dl. She declined to troubleshoot. Upon follow up with the pt's wife on the same day, she stated that the pt woke up at 7:00am, with elevated blood glucose of 400 mg/dl and experienced thirst and frequent urination. His infusion device was in the stop mode. She reviewed the alarm history of the infusion device and found that the device errored 04 (occlusion) during the night. She stated that she "reprogrammed" the infusion device by resetting the basal rates and correcting the time and changed the pt's infusion site. She then bolused 20 units of insulin through the infusion device without error. The infusion site had been in place for 3 days. The pt's normal blood glucose range is 150-200 mg/dl. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.